Manufacturer narrative:
In order to determine if any additional information was available, the audio of the phone calls involved in this case were reviewed by the investigator. In the calls, the customer states that they are having an issue with the device and need to resolve it right away. The customer elaborated and said that he didn't think there was anything wrong with the device, but it was stuck in simulation mode and they're trying to get it out of simulation mode. Per the case and the sr. Manager technical support, the customer's call was dropped before he could talk to next level support. The customer was called back and advised that they were able to resolve the issue. The customer did not elaborate as to how the issue was resolved.

Event description:
The customer reported that the device was stuck in simulation mode. There was patient involvement. Part harm is currently unknown.